Event description:
The contact stated the customer's meter had been reading low with normal control solution. While troubleshooting, the contact performed normal control tests and received a result of 54 mg/dl. The normal control range is 97-134 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products will be sent.